Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 130 mg/dl. The mother stated that her son fell off his wheelchair and the pump slammed on the ground. The mother stated that there is a crack by the reservoir compartment and the up arrow is not working properly. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The insulin pump was received with up button unresponsive due to lcd keypad connector unlocked. The insulin pump had cracked case at display window corner, reservoir tube and minor scratched display window.